Manufacturer narrative:
The event involved a pt of unk age, gender, and medical history. Numerous investigational attempts have been made to obtain additional info regarding vessel characteristics and procedural details. At this time, no additional info has been forthcoming. It was initially reported the physician noticed a kink while inserting the cypher (3.5x28) through the sheath. It was later clarified, that the shaft of the sds was noticed to be broken upon removal from the package. There is no additional information regarding the condition of the packaging. The product was not clinically used. There was no report of patient injury. Analysis of the product for the initial complaint of a kink revealed the hypotube was broken. The hypotube had broken edges with evidence of a kink, but remain attached by the purple outer body. A device history record review of the involved lot revealed the product met all quality requirements for product acceptance. The complaint of a broken hypotube was confirmed by analysis. Based on the limited info available, it is not possible to conclusively establish a clinical relation between the reported event and the product.

Event description:
The following report was received from the field: as the physician inserted the product through the sheath, the physician noticed a kink. However, analysis of the returned product revealed a secondary failure; broken shaft. There were no injuries to the pt as this event was confirmed to be an out of box failure. This is an initial final report.